Manufacturer narrative:
The device sample was not returned for eval at the time of this report. Five separate MDR reports will be submitted representing the five blades with the reported defect.

Event description:
The event is reported as: the customer alleges that they have 5 each that the package is labeled 4.0 size, but upon opening a 3.5 blade is present. The blade had to be exchanged for the correct size and the intubation was successful. No report of a pt injury or delay in treatment.